Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient fell off the stool while eating breakfast. The patient presented to the emergency room with loss of capture in the ventricle. The lead is still in use. No patient complications have been reported as a result of this event.